Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation results: summary: two pictures and one 50ml ll sample was received by our quality team for investigation. Upon visual inspection of the picture and sample received, a crack from 10ml to 40ml mark of the scale can be verified. No other damage or molding defect can be observed in the syringe. An annotation was found during device history record review related to the alleged defect. During the marking and assembly process, a mechanical failure was observed that caused damage on barrels. Once this was detected, the mechanical team repaired the failure and defective samples were rejected. Based upon the quality team's investigation, the root cause of this incident is related to a mechanical failure during the manufacturing process and the appropriate personnel have been notified of this incident. DHR of lot 1610704p has been reviewed finding an annotation related to the alleged defect. During marking and assembly process, mechanical failure was observed in marking and assembly station that caused damage on barrels. Once detected quality notification (B)(4) was open and (B)(4) units were inspected, detecting (B)(4) defective samples that were rejected to scrap. Mechanical team repaired the failure before process was re-started up.

Event description:
It was reported that a bd plastipak¿ 50ml leur lok syringe - non sterile was found with a crack in the barrel. The syringe was filled with noradrenaline. There was no report of exposure, serious injury or medical intervention.